Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned separated, and the carrier tube was in a fully rear-locked position. The carrier tube was found to have been kinked. The anchor and collagen were visible and covered with blood at the distal tip. No other damage or deformation was found on the returned device. Functional testing was unable to be performed due to the condition of the returned device. The complaint was able to be confirmed as a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the 6 french angio-seal vip device involved was unable to be deployed. The foot plate and seal did not deploy and remained inside the sheath. The event occurred intra-operative. Additional information was received on 04 jan 2023: the procedure performed was a cci. Hemostasis was achieved by manual pressure. The patient was stable. The procedure was completed successfully.

Manufacturer narrative:
Patient identifier: requested, not available. Age & date of birth: requested, not available . Patient sex: requested, not available. Weight: requested, not available. Ethnicity: requested, not available. Race: requested, not available. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: purchasing coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.